Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, fever, infection, urinary/bowel problems, organ perforation, bleeding and neuromuscular problems. It was reported that the patient underwent revision on (B)(6) 2009 due to pain and recurrence. The patient underwent mesh revision on (B)(6) 2010 due to recurrence. It was reported that the patient underwent abdominal and vaginal adhesiolysis, abdominal sacral colpopexy and abdominal right paravaginal repair on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.